Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was contamination/dirt found at downstream occlusion(dso) sensor area. This was determined to be a reportable issue. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a cassette sensor error. Upon inspection, contamination and dirt were found in the dso sensor area. There was no patient involvement, no patient injury was reported.